Event description:
Philips received a complaint from the customer about the v200 ventilator indicating that the device is having inconsistent parameters. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Per a good faith effort (gfe) response received, it was confirmed that the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. The v200 model has been discontinued. The customer has contacted a 3rd part vendor for assistance. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.